Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, failed down stream occlusion test, was reproduced. A review of the event history log revealed multiple events of "downstream occlusion!". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor and downstream tubing guide. The force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.